Manufacturer narrative:
The customer reported complaint of the thermogard ivtm system (sn: (B)(4)) exhibiting a mid: 08 (post stuck key) error message was not confirmed in the archive data and during functional testing. Visual inspection was performed and found a missing handle. The cover deck xp was cracked and the solder was reworked (p9 on pic-hsg broken) due to damaged noted by the customer thus confirming the reported complaint. The thermogard is a reusable as well as serviceable device and was manufactured on 03/28/2012. Therefore, this type of physical damages found during visual inspection are characteristics of normal wear and tear for the life of the device. Archive log showed no data recorded in the event log on the reported event date of (B)(6) 2017. Functional testing was performed and error mid: 08 was not able to reproduce. In addition, the thermogard passed tm 71 test and one day burn in testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard with serial number (B)(4).

Event description:
During the performance system test for cooling and warming, after some minutes of running, it was reported that the thermogard stopped due to error mid: 08 (post stuck key) error message and the pc board was reported to be damaged. No patient involvement on this event.